Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Product description- smartset gmv gentamicin 40g. Product code- 545050500. Lot no- 4442819. Manufacturing date: 2024-05-07. Expiry date: 2027-04-30. Quantity: (B)(4). There were 3 non-conformances on this lot. On review of the applicable ncs none have been identified which would contribute to the complaint event. All qc and microbiology testing met specification. A review of the DHR has confirmed that there were no process issues documented that could contribute to the event described. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description- smartset gmv gentamicin 40g. Product code- 545050500. Lot no- 4442819. Manufacturing date: 2024-05-07. Expiry date: 2027-04-30. Quantity: (B)(4). There were 3 non-conformances on this lot. On review of the applicable ncs none have been identified which would contribute to the complaint event. Device history review: a manufacturing record evaluation was performed for the finished device [lot/serial/batch] number, and no non-conformances / manufacturing irregularities were identified. H11 additional narrative: added: d4 (expiry date), d10 (concomitant), h4. Corrected: d3, d4 (primary UDI number), g1 (manufacturing site name).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H4: dmf# - 13704, trade name ¿ gentamicin sulphate, active ingredient(s) ¿ gentamicin sulphate, dosage form - powder, strength ¿ 1.0g active in our cements.

Event description:
It was reported that the cement boxes had a strong smell, like paint thinner. Four of the ten packages smelled very bad, and the other six boxes also had a very strong odor. It was thought that the monomer had broken and gotten into the other boxes. Since this event occurred before delivery to the customer, there was no harm to the patient. It was further reported that only one box had been broken.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.